Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6 one viewflex xtra ice catheter was received for complaint evaluation. A fracture in the catheter tip was noted 0.6¿ proximal to the distal tip. No other visual anomalies were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A corrective action was initiated to investigate the failure mode of fractured tips on viewflex catheters.

Event description:
During a procedure, the ice catheter tip was fractured. While the ice catheter was being manipulated in the right atrium it was noticed that the tip did not appear normal on fluoroscopy. The catheter was removed, and it was confirmed that the tip was cracked at the proximal end. A new ice catheter was opened, and the procedure was completed with no adverse patient consequences.